Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to the implant not pumping all the way to achieve an erection. A patient outcome of no further complications was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.